Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Correction : describe event or problem additional information : imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that the customer noticed air being "sucked into new syringes" when priming without attaching the tubing. 30ml ref 302832 and 50ml ref 309653 syringes used. Education was provided by bd representative about the importance of using the prime feature with tubing attached to the syringe. There was patient involvement but no harm. Currently, alaris directions for use (dfu) instructs users to prime the pump with the tubing. The customer is requesting the manufacture to add a feature/workflow (and user instruction to the dfu) where priming can be performed on syringe pump without the need to connect the tubing first. The customer believes that based on their testing this will avoid air being "sucked-in" to the syringe.

Event description:
It was reported that the customer noticed air being "sucked into new syringes" when priming without attaching the tubing. 30ml ref 302832 and 50ml ref 309653 syringes used. Education was provided by bd representative about the importance of using the prime feature with tubing attached to the syringe. There was patient involvement but no harm. The customer would like a product enhancement request to add a pump priming syringe without tubing to the user manual.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Correction: unique device identifier (UDI)#, PMA / 510(k)#. Additional information: manufacturer narrative. The complaint of air introduced into the syringe was confirmed through review of the provided videos. ¿ review of the provided videos showed an unusual priming practice by attempting to prime syringe with no tubing. ¿ failure to use the prime feature on the syringe pump after every syringe change and/or tubing change can significantly delay the infusion delivery startup time and lead to delivery inaccuracies. ¿ bd clinical practice consultant provided education on proper priming technique. ¿ bd clinical practice consultant recommended to consider adding a small extension set to the syringe during priming as it makes it easier to connect the tubing after. Then the pull back happens and pushes out the end of the extension set with the forward movement; then air would not go up into the syringe. ¿ customer responded that they try to limit IV ports and connections as much as possible. ¿ bd medical affairs is addressing the product enhancement request to evaluate if bd were to add pump priming syringe without tubing to the user manual in the future. ¿ the customer reported they are currently considering two key presses as the most effective way to prevent pulling air into the syringe during the pull-back observed when using the 'prime set with syringe' feature. ¿ the first press is a quick press and release (e.g., until the 999 ml/h rate displays for a 50 ml syringe). ¿ the second press is held until the volume accumulates under "prime volume." ¿ bd medical affairs reported this method should have the added benefit of helping to relieve the compliance and stiction in the syringe, which can potentially add to a start-up delay, especially at low flow rates. ¿ inspection, log review, and laboratory testing could not be performed because no devices or logs were returned for investigation. ¿ ensure the air is removed from the syringe. If a little bit of air is left in the syringe, luer not primed, etc. As the syringe pump starts pumping and pushing down, air already in the syringe may rise. ¿ the system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the complaint of air introduced into the syringe was identified as an unusual priming practice by attempting to prime syringe with no tubing.

Event description:
It was reported that the customer noticed air being "sucked into new syringes" when priming without attaching the tubing. 30ml ref (B)(4) and 50ml ref (B)(4) syringes used. Education was provided by bd representative about the importance of using the prime feature with tubing attached to the syringe. There was patient involvement but no harm. Currently, alaris directions for use (dfu) instructs users to prime the pump with the tubing. The customer is requesting the manufacture to add a feature/workflow (and user instruction to the dfu) where priming can be performed on syringe pump without the need to connect the tubing first. The customer believes that based on their testing this will avoid air being "sucked-in" to the syringe.